Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a thoracic dissection. The dissection measured from the lsa to iliac bifurcations. It was reported approximately 4 months post the index procedure, follow up CT demonstrated that the graft was distal to the lcca and had a type ia endoleak. During the initial procedure the graft appeared to be 5mm distal to the lcca and the final angiogram confirmed seal and the decision was made not to extend at that time however now the graft appears to have migrated distal leading to a type ia endoleak. The patient underwent aortic arch debranching and endograft placement from the ascending aorta into the existing descending thoracic graft. Vnmc4034c200tu (B)(4) was used. It was then reported one day later the patient started bleeding out of the mediastinal tube. The patient was rushed to the operating room and opened where it was noted that the proximal end of the graft had perforated the aorta. Multiple repair stitches were placed but would not hold in the fragile aorta and the patient continued to suffer blood loss and expired. Per the physician the cause of the migration was user error.